Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm associated with the power module backup battery was not able to be determined. The provided photos revealed that unofficial battery was installed in the power module and it appears the original battery connector assembly was modified and connected to this unofficial battery. The power module serial number (B)(6) and the battery used at the time of the event were not returned for evaluation. Per the additional information, the vad coordinator informed that the power module works normally and it was a misunderstood that the equipment was no longer working. Abbott approved labeling (instruction for use) warns the user that the power module service and maintenance should be performed only by service personnel who are trained by abbott. Do not use equipment or supplies other than those specified or sold by abbott. The use of unauthorized replacement parts may affect electromagnetic compatibility of the power module with other devices. Potential interference may occur between the power module and other devices. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook and instruction for use (IFU) explain all alarms and the proper actions to take if the alarms cannot be resolved. The documents referenced above also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate power module IFU (section 4 ¿power module (pm) backup power covers the internal backup battery and the battery charge status. Section 5 ¿power module (pm) alarm conditions covers all audio and visual power module alarms. Heartmate 3 instruction for use (IFU) in section 7 alarms and troubleshooting (handling power module alarms) covers all power module alarms, including the yellow wrench indicator. Section 3 ¿powering the system¿ contains a warning: ¿do not use equipment or supplies other than those specified or sold by thoratec corporation. The use of unauthorized replacement parts may affect electromagnetic compatibility of the power module with other devices. Potential interference may occur between the power module and other devices¿. ¿power module service and maintenance should be performed only by service personnel who are trained by thoratec corporation¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the power module was working as intended. It was a misunderstanding that the power module was no longer working.

Event description:
It was reported that the patient was hospitalized. The controller was connected to the power module, but the equipment started to alarm due to a battery issue. The battery in use was noted to not be intended for power module use. The patient was switched from the power module to batteries. The unapproved power module battery was exchanged for an approved power module battery, which resolved the alarms. However, as of (B)(6)2023 the power module was no longer working, as the battery connection cable had been damaged from using the unapproved battery.

Manufacturer narrative:
E1 - reporter phone number (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.